Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, lens was not implanted. If explanted, give date: not applicable, lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was improperly loaded and had plunger rod issue with patient contact. Additional information states the lens was partially inserted, haptic went through the cartridge so the deployment was not done. There was no removal done as the lens went out with the injector. Procedure was completed successfully with a backup lens. There were no incision enlargement, sutures, vitrectomy or any other medical or surgical intervention required. Patient is doing well post-op, no side effects. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 3/16/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the pcb00 device was received in the packaging box. The pcb00 device was observed under microscope, the plunger was in completely advanced position and locked. Scarce amount of viscoelastic residues were observed in the device. Directions for use (dfu) states to completely fill the viewing window with ophthalmic viscosurgical device (ovd). No lens was observed inside the device. The cartridge is broken and with stretch marks. This condition could be related to the scarce amount of viscoelastic observed that could cause the lens to be force during delivery and broke the cartridge. The complaint could not be verified since the lens was not inside the device and the plunger was advanced and locked. A product quality deficiency was not identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no other complaint has been received for this production order number . Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.